Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit's power supply and cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply and one power cord were received for evaluation. Visual inspection verified the power supply's wires were exposed. The returned power cord was plugged in and connected to a test power supply, the green light on the test power supply turned on indicating the issue was isolated to only the power supply. The reported event was visually confirmed.